Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown. The customer changed the battery and it failed and also got weak battery. The customer was advised if alarm is not cleared the failed battery test alarm will reoccur with each new battery inserted. The customer was unable to continue troubleshoot as the customer does not have another battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, weak battery alarm or failed battery test alarm noted. Unit was received with missing graphic design layer of address/serial number label, missing end cap sticker, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners.